Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient allegations of elevated pain and loosening of implants. Subsequently, patient underwent a revision procedure on (B)(6) 2009. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04509 / 04510 & 01320-1).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, "material sensitivity reactions." And "early or late postoperative infection and allergic reaction." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Correction: event date has been corrected in this report. The revision procedure occurred (B)(6) 2009. Explant date has been corrected in this report. Reference numbers are 1825034-2013-04509 / -04510 & -01326).

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on an unknown date due to patient allegations of pain, synovitis and possible infection. Components were removed and replaced with cement spacer molds. Patient's legal counsel further reported patient underwent reimplantation on (B)(6) 2009. This report is based on allegations set forth in plaintiff's s complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent stage 1 of a 2 stage revision on (B)(6) 2009 and stage 2 on (B)(6) 2009. Revision op report dated (B)(6) 2009 reports the presence of cloudy fluid, loose cup, and staining behind the acetabulum consistent with titanium debris. The cup, taper adapter and head were removed and replaced with cement spacers. Op report dated (B)(6) 2009 notes the spacers were removed and the cup, liner and head were replaced.